Manufacturer narrative:
Remote support provided.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that ECG cable is damaged. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective ECG cable. The reported problem was confirmed. The defective ECG cable was replaced with a new one to fix the issue. The device was operational after the defective ECG cable was replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.